Manufacturer narrative:
Concomitant product: dtba2d1 device, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited a fracture and was replaced. The patient is a participant in the panorama ii clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.